Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a bravo capsule which failed to attach. Customer has two failures to attach on same patient. Both delivery systems are expected to be returned for evaluation. There was no harm caused to the patient, no medical intervention was required and there was a repeat bravo procedure that was performed. There was nothing unusual about the patient or procedure and an endoscopy was performed prior to the bravo procedure and the esophagus appeared to be normal. The bravo user has been using this procedure for about one month. The delivery system and capsule will be return to given. Customer does not know what was the cause of the capsule attach failure. The defective device will be returned for investigation.

Manufacturer narrative:
Investigation summary: it was reported that one bravo ph capsule failed to attach from the delivery device onto the patient esophagus. One bravo ph capsule delivery device was received for investigation. The capsule was not attached to the delivery device. The capsule was not received for investigation. Visual inspection did not reveal any damage, and appears to have functioned within specification. Functional testing could not be performed because this is a single use device and once the capsule is delivered it cannot be functionally tested. Investigation conclusion for the failure to attach could not be reliably determined. Additionally, a review of the device history record was performed and indicates that the product was released meeting finished product specifications. If information is provided in the future, a supplemental report will be issued.